Manufacturer narrative:
On (B)(6) 2018 - a portion of this lead and the ICD were returned for analysis. The ICD and a proximal fragment of the lead under complaint were returned and subjected to an extensive analysis. Upon receipt, the ICD was interrogated, revealing the battery status eri. The ICD was implanted for 60 months and 187 charging cycles were recorded to the device memory. The battery condition was found to be as expected. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, which led to the detection of vf episodes with more than 70 shocks delivered. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of an ICD malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The lead was found cut at approximately 13 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The analysis showed cuts in the atrial is-1 connector insulation which most likely occurred during the explantation procedure of the lead fragment. No irregularities were found that might have contributed to the reported clinical event. Further analysis of the lead was not feasible, as the distal lead fragment was not returned for analysis. Therefore, the integrity of the lead cannot be assured based on the available information. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the memory content as well as the therapeutic functionality of the ICD was inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. The integrity of the lead could not be assured based on the information available for analysis. The analysis of these devices did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 60 months, inappropriate therapies were reported. A possible lead fracture was assumed. The lead was capped and left in-situ.